Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer experience, the liquid crystal display was missing pixels and the side bail covers and side bails were missing and that the lower case was broken. Analysis also found that the lead flex cover and battery release were contaminated. (B)(4).

Event description:
It was reported that the digital screen at the bottom of the device was intermittently not working and was showing only parts of the information. It was also reported that the generator had broken back attachments and was missing rings. The generator was returned for service. No patient complications have been reported as a result of this event.